Event description:
Revision surgery - due to the pt experiencing pain in his shoulder. The surgeon decided to clean, irrigate and replace the poly liner.

Manufacturer narrative:
The reason for this revision surgery was the patient experiencing pain after 54 days in vivo. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the patients pain could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.